Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/28/2026. Data was provided for investigation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2026 at 7:14 pm. The sensor session lasted 8 days and ended due to unknown reasons on (B)(6) 2026. There was no bg calibrations attempted during the sensor session. On the day of the reported event (04/03/2026) there were several glucose alerts with each alert performing as intended. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the patient was incoherent and went to the hospital due to this. No further specific symptoms nor treatment was reported from the event. No cgm nor blood glucose readings were reported, and it was unknown if the patient experienced a hypo or hyperglycemic event. It was unknown how much time the patient spent at the hospital. The patient was unable to provide any further details as the patient declined to provide further information. At the time of the report the patient´s current condition was unknown. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.